Event description:
Complainant alleged that the local police dept in nyon, switzerland attempted to defibrillate a pt (age and gender unk). The unit's monitor screen displayed "status 41", "status 42", "status 105", "status 66" and "low battery" messages. The pt did not survive the code. The police believe the pt had already expired prior to the defibrillation attempt.